Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 7.3 cm diameter thoracic aortic aneurysm in zone 3 and zone 4. It was reported that the patient presented with a ruptured aneurysm due to a type iii fabric endoleak. The physician stated that it was a jet-type endoleak that originated from the apex of bare stent of the 40x40x200 stent graft. The physician implanted another manufacturer's stent graft, resolving the event. Per the physician, the type iii fabric endoleak was most likely caused by the bare stent of the 40x40x200 stent graft. No additional clinical sequelae was reported and the patient is fine.